Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found the reported problem was confirmed as having occurred in the field and could be replicated. During visual inspection rust on all gearboxes was found which could be related to the reported problem. The instrument test was performed on the unit on an in-house system and the unit failed the test in normal mode. The unit was also tested on a patient side cart (psc) fixture test platform (pftp) and failed carriage switches test. As a result of this investigation, failure analysis was able to conclude that the carriage gearboxes and rotors were associated with the reported event. The complaint was confirmed based on the failure analysis. The probable root cause is attributed to defective carriage gearboxes and rotors on the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, that an instrument was not recognized on universal surgical manipulator (usm) 3. The intuitive surgical, inc. (Isi) technical service engineer (tse) checked logs and noted error related to tool sensing on usm 3. The tse asked the nurse if they had reseated the sterile adapter (sa) and if so, checked discs were spinning during engagement. The nurse stated they had reseated sa on usm 3, but the discs were not spinning after sa had been reseated on instrument carriage. The tse advised the nurse to check tool presence pins were moving freely and also that nothing was obstructing complete sa engagement, such as piece of drape or another object. The nurse informed the tse surgery will be completed without using usm 3 and would proceed with the troubleshooting as soon as surgery ended. The procedure was converted to laparoscopic surgery with no reported injury. The customer called back to report he tried the suggested actions, but fault persisted. No instruments recognized on arm 3. The caller also informed the tse that the scheduled surgery had been converted to laparoscopic surgery, as they could not proceed with three arms only. System was down.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint and was able to reproduce the issue. The universal surgical manipulator (usm) 3 was replaced because it did not recognize instrument. System was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.